Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had multiple cartridges which leaked insulin from the bottom of the cartridge. The customer's blood glucose (bg) level was impacted (400 mg/dl). The customer took manual injections of insulin to bring down bg level.